Event description:
Additional information was received and states that: upon investigation, the patient underwent right total hip arthroplasty on (B)(6) 2024 (specific reason for surgery was unknown). 121882750 was implanted during the surgery. The doctor reported that the surgery went smoothly. The patient's postoperative rehabilitation was normal. Half a month ago (exact date unknown), the patient had right hip joint pain with activity limitation, so the patient went to hospital for treatment, through x-ray examination, it was found that the ceramic liner showed fracture (with large areas of fracture at the edges and center). The doctor gave the patient revision surgery and removed the fractured liner and implanted a new one. The patient was in stable condition currently and has discharged smoothly. No subsequent adverse event report was received.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent right total hip arthroplasty in 2024 and experienced right hip pain with limited mobility half a month ago. The liner was found to be fractured as attached photo (with large areas of fracture at the edges and center) through examination. Then second surgery was performed to remove the fractured liner and replace with a new one. The patient is stable currently.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary. According to the information received, ¿liner breakage post-op. The patient underwent right total hip arthroplasty in 2024 and experienced right hip pain with limited mobility half a month ago. The liner was found to be fractured as attached photo(with large areas of fracture at the edges and center) through examination. Then second surgery was performed to remove the fractured liner and replace with a new one. The patient is stable currently¿. The delta cer insert 32id x 50od (lot. 4270540) was not returned to medtech orthopaedics, however photos were provided for review. The radiological images revealed that the ceramic acetabular liner has fracture into multiple pieces; confirming the reported complaint. There is no indication that a design or manufacturing issue has caused or contributed to the reported event. Although the liner failure cannot be traced to design or manufacturing, a definite root cause cannot be established due to there being multiple factors that may influence the fracture. Consideration must be given to all potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. It is highly recommended to the patient to consult with their healthcare professional for further assessment. A manufacturing record evaluation was performed for the finished device [prod. Code: 121882750 / lot: 4270540] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. The component properties and microstructure as obtained from the quality documents fulfill the requirements as specified at the time of production. There is no indication of any pre-existing material defect. The overall complaint was confirmed as the observed condition of the delta cer insert 32id x 50od would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot. A manufacturing record evaluation was performed for the finished device [prod. Code: 121882750 / lot: 4270540] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. The component properties and microstructure as obtained from the quality documents fulfill the requirements as specified at the time of production. There is no indication of any pre-existing material defect. Device history review ==> a manufacturing record evaluation was performed for the finished device [prod. Code: 121882750 / lot: 4270540] number, and no non-conformances / manufacturing irregularities were identified during manufacturing.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees hat the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d10. Corrected: b3. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.